Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the device is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this chronic device was part of a system explant due to a patient infection. A boston scientific field representative reported the cause of the infection was not known. There were no allegations against the device, and no adverse patient effects due to the explant procedure.